Manufacturer narrative:
B5: the reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens of diopter -8.0d into the patients right eye (od) on (B)(6) 2024. Claim#: (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo12.6 implantable collamer lens of diopter -8.0d into the patients right eye (od) on (B)(6) 2024. Excessive vault was observed. On (B)(6) 2024 the lens was exchanged with a shorter length lens and problem was resolved. Cause of event is reported as unknown.